Manufacturer narrative:
Qc and calibration were acceptable. Per the product labeling, "all initially reactive or borderline results giving coi = 0.9 or <1.0 should be rerun in duplicate using the elecsys anti-hcv ii assay. Confirm repeatedly reactive results (coi = 0.90) by independent confirmation methods/according to supplementary algorithms. Confirmatory tests include immunoblot and rna tests. If one or both measurements remain borderline the analysis of a follow-up sample is recommended. For diagnostic purposes, the results should always be assessed in conjunction with the patients' medical history, clinical examination and other findings." The anti-hcv ii assay performs within specification. The investigation determined that a sample specific issue is likely.

Event description:
There was an allegation of questionable elecsys anti-hcv ii results with two patient samples tested on a cobas e 411 analyzer (rack system) compared to a competitor method. Sample 1 (B)(6) 2025): the initial result was 0.066 coi (non-reactive). The repeat result using the vidas system was reactive. The sample was repeated 5-6 times and the results were consistent each time. Sample 2 (B)(6) 2025): the initial result was 21.85 coi (reactive). The repeat result was 21.3 coi (reactive). The repeat result using the vidas system was non-reactive.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.